Event description:
Attorney alleges patient had a spinal cord stimulator implanted but did not receive stimulation in the proper areas. After unsuccessful repositioning surgery, the system was removed. The device was removed but not returned to the manufacturer for analysis.